Event description:
A malfunction was reported on a pump after the customer dropped it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer reverted to an alternate method of insulin therapy.